Event description:
It was reported that an attempt to implant the lead on the left side was aborted due to lead positioning difficulty and anatomical difficulty. A right sided implant was successfully completed using a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. There was blood in/on the helix/lobe mechanism.